Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. Prior to the procedure, the clip was detached when it was about to be used. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. Prior to the procedure, the clip was detached when it was about to be used. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received on february 25, 2024, that the clip was detached after deployment.

Manufacturer narrative:
Correction: blocks b5 and h6 has been updated based on additional information received on february 25, 2024 stating that the clip was detached after deployment. Due to the additional information received, the event is no longer considered reportable. Block h11: correction block e1: (initial reporter zip/post code) has been updated. Block h10: the resolution 360 clip was returned without the clip assembly and with evidence of premature deployment. No other problems with the device were noted. The reported event of clip poor bite was not confirmed. The product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, the most probable root cause of this complaint is cause not established.